Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an unspecified secondary infusion was observed to flow up into an unspecified primary infusion. There is no report of patient harm.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported an unspecified secondary infusion was observed to flow up into the primary infusion of normal saline. There is no report of patient harm.